Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. They were eventually able to power the device back on, but then the device was not providing audible prompts when opening the lid. There was no report of patient involvement in this event.